Event description:
At about 1 month from primary the patient undergone a total knee revision (femur, tibia and liner) for infection. The surgeon decided to move to revision system to retain knee stability given the amount of removed tissue while treating the infection. Surgery completed successfully.

Manufacturer narrative:
Batch review performed on 11-dec-2024: lot 2345844: (B)(4) items manufactured and released on 14-03-2024. Expiration date: 2029-02-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affairs department: 1 month after primary cementless tka, an infection occurs and the components need to be replaced. No reason to suspect faulty devices at the origin of this adverse event. Additional implants revised: batch review performed on 11-dec-2024 on gmk-sphere 02.12.1005r femoral component sphere cementless size 5 r lot. 2347686 (product not marketed in us): lot 2347686: (B)(4) items manufactured and released on 05-06-2024. Expiration date: 2029-05-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Batch review performed on 11-dec-2024 on gmk-sphere 02.12.0512crr tibial insert fixed sphere cr size 5/12 mm r (k181635) lot. 2338847: lot 2338847: (B)(4) items manufactured and released on 17-10-2023. Expiration date: 2028-10-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.